Manufacturer narrative:
The investigation into the reported pump position issue was completed. The device was not returned for evaluation. Based on the available information, the root cause of the positioning issue was determined to be use related. This report is being filed as part of a retrospective review of historical records. The failure modes will be monitored and trended.

Event description:
The user facility reported that a 67-year-old male patient implanted with the impella 5.5 for mechanical circulatory support experienced positioning issues. When repositioning, there was lots of built-up torque and when the device was torqued and pulled back it spun and flipped out of the left ventricular. The pump was unable to recross and was removed as a result. There was no harm reported to the patient.